Event description:
It was reported that the ilet system, using a dexcom cgm, displayed a glucose value below 40 mg/dl while a contemporaneous fingerstick measured 54 mg/dl and the patient experienced a period of low glucose under 70 mg/dl for about an hour; the patient treated with oral glucose tablets, and later the cgm and ilet continued to show 54 mg/dl despite a fingerstick of 120 mg/dl until a calibration brought the cgm/ilet reading into agreement with the fingerstick. Symptoms included no loss of consciousness or other acute effects. Outcomes included self-management without medical intervention, no assistance required, and no hospitalization. Investigation included customer support troubleshooting and cgm calibration guidance. Investigation of this case revealed a sensor accuracy issue leading to discrepant cgm readings that were resolved by calibration, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.